Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07877. It was reported that balloon rupture occurred. The 100% stenosed target lesion that was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation; however during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and a 2mmx20mmx143cm coyote es balloon catheter was advanced for dilation; however on the second inflation at 5 atmospheres for 10 seconds, the balloon had also ruptured. The device was completed removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Inspection revealed a pinhole in the balloon material at the distal edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07877. It was reported that balloon rupture occurred. The 100% stenosed target lesion that was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation; however during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and a 2mmx20mmx143cm coyote es balloon catheter was advanced for dilation; however on the second inflation at 5 atmospheres for 10 seconds, the balloon had also ruptured. The device was completed removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.